Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient saw a 376 code on the recharger and antenna had been getting hot lately. The patient reported after seeing the 376 error code, they charged and noticed a pain in their right back side. No further complications were reported at this time.